Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The device header was found to be completely intact in analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted as a result of consideration for potential weakened header bond. The device had been implanted sub-pectorally. There were no reported adverse patient effects associated with this clinical observation.